Event description:
It was reported that the customer was in the emergency room with high blood glucose of 20mmol/l, and it happened two years ago. Troubleshooting was declined as customer stated that the event occurred two years ago. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.